Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. Trufill dcs orbit was purged on the blue zone using a lab sample syringe 635-002; after that the embolic was detached on the green zone without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "prepping difficulty - air in hub" was not conformed during the functional analysis; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure, the orbit rdfl complex mini fill had prepping difficulty, air in the hub. The target lesion was an acom aneurysm. The orbit mini complex coil 638mf0410 was attempted to be prep per instruction, but an air bubble was noted at the hub even after purging the coil per (IFU) instruction for use. The syringe was reattached, but once again found the bubble in the hub. The coil was discard and proceeded to complete the case using another similar product 638mf0410 coil. During prep of the syringe, a dedicated saline source was utilized to fill the syringe, and after the syringe was filled and prior to connecting to the coils hub, all the air bubbles were removed from the syringe barrel. All the labeling instructions were followed for connecting the syringe o the coil hub. The blue area on the syringe gauge was never exceeded. The dcs syringe was utilized to prep the devices, and the same dcs syringe was utilized to complete the procedure. No damages were noted on the delivery systems, coil or syringe. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer and they were found without damage. The gripper and embolic coil were inspected under microscope and no damages were found on them. Trufill dcs orbit was purged on the blue zone using a lab sample syringe 635-002; after that the embolic was detached on the green zone without any anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ''prepping difficulty - air in hub'' was not conformed during the functional analysis; therefore no corrective actions will be taken at this time. The failure reported by the costumer as ¿prepping difficulty ''air in hub'' was not confirmed during the functional analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the reported event.

Event description:
During a coil embolization procedure of an acom aneurysm, the orbit mini complex coil 638mf0410 was attempted to be prep per instruction, but an air bubble was noted at the hub even after purging the coil per (IFU) instruction for use. The syringe was reattached, but once again found the bubble in the hub. The coil was discard and proceeded to complete the case using another similar product 638mf0410 coil. During prep of the syringe, a dedicated saline source was utilized to fill the syringe, and after the syringe was filled and prior to connecting to the coils hub, all the air bubbles were removed from the syringe barrel. All the labeling instructions were followed for connecting the syringe to the coil hub. The blue area on the syringe gauge was never exceeded. The dcs syringe was utilized to prep the devices, and the same dcs syringe was utilized to complete the procedure. No damages were noted on the delivery systems, coil or syringe. If yes, please describe.